Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l55005, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was going to see a doctor sometime the week after (B)(6) 2015 regarding current problems with the patient's pump. Later, on (B)(6) 2015, information was received from a physician's office who indicated that the patient's pump delivered lioresal intrathecal at a daily dose of 199 mcg/day beginning on (B)(6) 2015 and was an ongoing therapy. The patient was also being treated with paxil and dilantin. The patient had an allergy to penicillin, and the patient's medical history included stroke and a second illegible piece of the patient's history. Three weeks prior to (B)(6) 2015, a new battery was placed. After, it was noticed that the patient experienced an increase in stiffness and spasticity on the patient's right side. The pump was interrogated and was noted to have worked. The daily dose was increased from 199 mcg/day to 210 mcg/day. The patient's indication for pump use was intractable spasticity, other spasticity, and stroke. Additional information has been requested to gather follow-up and to clarify the illegible text, and if received, it will be reported in a follow-up report.